Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation information from local service department, the socket was heavily worn and it no longer held camera heads and scope cables. Omsc judged this was reportable. Omsc presumed that this was due to aged deterioration. Omsc also presumed that b30 and b40 caused by circuit board failure due to aged deterioration because it was manufactured in 2012.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the scope communication error b30 occurred due to circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the bronchoscopy with monitor image, cv malfunction error b40 occurred and there was image failure. The procedure was finished successfully with the same device. There was no report of patient injury associated with the event. The event date was unknown.